Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Upon review it was noted that the shock impedance was stable and then spiked to out of range one day. The following day the shock impedance measurement was back within range. The patient was brought into the office where the shock impedance was within range. Boston scientific technical services (ts) was consulted and suggested testing the impedance measurements with isometrics and possibly further testing. The field representative was unable to obtain any further information. At this time the available information indicates that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.